Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device found no kinks or damage along the entire length of the shaft. An examination of the crimped stent identified that the proximal edge of the stent was lifted. No other issues were noted with the device. No damage was noted with the actual tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014 it was reported that the stent was unable to cross the lesion. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the right coronary artery. A 12 x 3.00mm taxus liberté drug eluting stent was selected to treat the lesion but was unable to cross the lesion. No patient complications were reported. However, analysis found that the proximal stent was damaged.